Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries, other neurological disorders [nervous system disorder]. Severe and permanent physical injuries [injury]. Neuropathy [neuropathy peripheral]. Myelopathy [myelopathy]. Hyperzincuria [urine abnormality]. Zinc toxicity [metal poisoning]. Extensive damage [nerve injury]. Hypocupremia [copper deficiency]. Numbness [hypoaesthesia]. Severe pain [pain]. Tingling [paraesthesia]. Tremors [tremor]. Cramps [muscle spasms]. Muscle twitch [muscle twitching]. Paralysis [paralysis]. Inability to walk [abasia]. Loss of balance [balance disorder]. Loss of use of upper and/or lower extremities [motor dysfunction]. Difficulty breathing [dyspnoea]. Kidney failure [renal failure]. Liver failure [hepatic failure]. Bone marrow depletion [bone marrow failure]. Abdominal pain [abdominal pain]. Nausea [nausea]. Vomiting [vomiting]. Anemia [anaemia]. Lethargy [lethargy]. Depression [depression]. Anxiety [anxiety]. Case description: an attorney reported that his (B)(6) male client, used fixodent denture adhesive version unk cream and super poligrip original, both beginning in 2000 through the present, and reported the following: profound and permanent neurological injuries, other neurological disorders, severe and permanent physical injuries, including but not limited to, neuropathy, myelopathy, hyperzincuria, zinc toxicity, extensive nerve damage, hypocupremia, numbness, severe pain, tingling, tremors, cramps, muscle twitch, paralysis, inability to walk, loss of balance, loss of use of upper and/or lower extremities, difficulty breathing, kidney failure, liver failure, bone marrow depletion, abdominal pain, nausea, vomiting, anemia, lethargy, depression, and anxiety. Health care professional was visited. Treatment: unspecified medical care and treatment: the case outcome was not recovered/not resolved. No further info was provided.